Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event 2: customer reports that the product has been breaking. For example, when using them to inflate a balloon during an angioplasty, the blue switch will pop out of the stopcock, and contrast will spew everywhere. This has happened at least 3 different times.